Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.

Event description:
It was reported by the surgeon, "I had trouble getting good fixation in the lunate facet fragment, but in the end the outcome was good. The critical corner plate would have been useful. Proximal locking screws sat slightly proud.."